Event description:
Took lasik treatment to rectify my vision problem. I was not made aware of the side effect - blurred vision at night light. After the treatment I couldn't see the light as I could before the treatment. The light is very blurred. It is very difficult driving at night. Even under water when I go swimming I cannot see anything without using goggles. Before the surgery I was able to look things under water. Now its very much blurry.